Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the surgeon said that the skin staples did not form properly and had to open another skin stapler.